Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable vanc2 vancomycin results for four patients tested on a cobas c 503 analytical unit. Based on the data provided, sample identifier (B)(4) was discrepant. Prior to patient testing, the customer confirmed qc was within the acceptable range. The initial vancomycin result for sample identifier 49813049 was reported outside the laboratory. The customer performed qc and reportedly there was a shift in qc results. The customer performed a new calibration and qc and had acceptable results. The customer performed repeat testing with the patient's sample on the same c 503 analytical unit. Sample identifier (B)(4) had an initial vancomycin result of 31.5 ug/ml. The patient's repeat result was 24.4 ug/ml. The customer determined the repeat result was correct and a corrected report was provided. The vancomycin reagent lot number was 593817 with an expiration date of (B)(6) 2023.

Manufacturer narrative:
The investigation reviewed the customer's calibration results and the results were acceptable. The investigation reviewed the customer's qc results and results for level 1 and level 2 were acceptable. The results for level 3 were initially high but acceptable on repeat. The investigation reviewed the system's alarm trace and did not find any abnormalities. The field service engineer checked all pumps and pump pressures. The alignments of all probes and the rinse levels of the reaction disc were checked. He confirmed the instrument was working properly. He performed a hardware check by test performance and had acceptable results. Reportedly the qc started to drift outside of the acceptable range and the customer was required to calibrate every other day. He checked the rinse mechanism and confirmed the cells were completely dry, and no water droplets were left behind. He performed a cell blank measurement and checked the cells. He confirmed the cells were all dry. He checked the adjustment of the ultra sonic mixers (usm) and the usm were high. He performed an adjustment to the usm. He checked the usm again and confirmed the usm were working properly. He verified the adjustments were acceptable and the customer performed qc with acceptable results. The investigation recommended that customer perform daily qc prior to patient testing and to recalibrate as soon as qc fails.